Event description:
According to the reporter, during a lobectomy procedure, the surgeon clamped the tissue, pushed the green firing mode button, confirmed the device switched to the firing mode and tried to fire, however the device did not react. The procedure was completed with another device. There was no adverse event or patient injury.